Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same event as MFR report #: 2134265-2009-06078. It was reported that during preparation for a unspecified procedure, a wire breakage occurred. The floppy rotawire was advanced to the 70% stenosed, slightly calcified lesion in the distal left anterior descending (lad) artery. No resistance was noted on advancement. Upon platforming of rotablator system outside of the patient, the tip of floppy rotawire guidewire broke off inside of patient in the distal lad. The physician attempted to advance another wire to "lasso" the separated tip, however, that attempt was unsuccessful. As the tip was in the distal vessel, the physician did not feel a need to do anything further to secure it. The physician exchanged for another rotalink burr, however, due to connection difficulties with that rotalink burr, the physician continued the procedure with angioplasty and stenting. No further patient complications were reported, and patient's status was reported as 'stable'.